Event description:
Consumer has used product before with no problem. On 10/24/96, he stored his lenses and then put them back in his eyes on 10/26/96 and they burned. He removed his lenses but the pain did not go away. In addition, he reports his vision was blurry. He went to the emergency room and the dr told him he had "acute corneal conjunctivitis burns." He was treated with sulfacetamide sodium, alcaine and both eyes were patched for 24 hours. He was referred to an ophthalmologist whom he was not yet seen. Medical verification of this event has not been received.